Event description:
Prior to an implant procedure, it was noted the device was unable to be interrogated using bluetooth telemetry. Technical support was contacted and recommended that the device not be implanted. The device was not used.

Manufacturer narrative:
The reported event of interrogation anomaly was confirmed. Upon receipt, the device was unable to communicate with a merlin¿ 2 mer3400 programmer. The cause of the interrogation anomaly was due to the merlin programmer software. The device was successfully interrogated on another merlin programmer with a different software. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.